Event description:
A caller reported that the insulin gauge on their device displayed a different amount than expected, resulting in a fill estimate issue. The current fill estimate displayed on the pump was 105 units, which aligned with the caller's expected value after reviewing the delivery summary. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved as the caller understood the delivery, and no further concerns were raised.